Manufacturer narrative:
We are the distributor of this device. The MFR is dupaco inc, (B)(4). This complaint will be forwarded to the MFR for analysis.

Event description:
After a long case, the pt had skin breakdown on their forehead.